Event description:
Note: this report pertains to one of three reportable device malfunctions that occurred during the same procedure. The following manufacturer report numbers are 3005099803-2009-01065 and 3005099803-2009-01067. It was reported to boston scientific corporation on february 12, 2009, that three resolution clip devices were used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure, three resolution clip devices became stuck while coming out of the scope's elevator. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. No further information was available regarding the patient's condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.